Event description:
The ins charge used to last days and weeks but now only lasts approximately a day. It was recommended that the patient contact her health care provider (hcp) to address the ins battery rapid depletion rate. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# v033957, implanted: (B)(6) 2009, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).